Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: review of the black box data revealed the last basal delivery and bolus delivery were recorded on may 01, 2015. The total daily dose amounts correctly reflect the user¿s programmed basal and bolus deliveries. On investigation, the pump was exercised for 24 hours without alarm, error or warning. The pump was found to be delivering accurately without malfunction. Investigation did not duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hypoglycemia while on insulin pump therapy with blood glucose measuring 1.7 mmol/l with associated symptoms of severe headache and diaphoresis. The reporter stated the patient had a snack before going to bed, and then awoke at 3:00 am with the aforementioned hypoglycemic event. The reporter state the patient did not require assistance from a third party and did not experience loss of consciousness associated with this hypoglycemic event. The reporter alleged an inaccurate delivery issue involving the pump. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.